Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the if it could have contributed to the reported hyperglycemia and diabetic ketoacidosis. Lot release records could not be completed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
A patient¿s blood glucose reached greater than 600 mg/dl while wearing the pod. The patient contact alleged that the patient experienced chest pains and ¿heart issues¿. The patient was seen by a health care professional where they were diagnosed with diabetic ketoacidosis on (B)(6) 2017. Patient was treated with IV and insulin through manual injections.